Manufacturer narrative:
Follow-up #1: date of submission 15-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: during investigation, multiple scratches were observed on the display lens. Unrelated to the original complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.